Event description:
It was reported that this right ventricular (rv) lead exhibited a trend of increased shock impedance to the point of being out of range, which led to a red alert. The device data was sent to technical services (ts) for analysis and advice. Reportedly, the shock impedance has increased gradually over time and it is consistently high. It is suspected by the physician that the cause of the high shock impedance is due to fibrosis. The patient will continue to be monitored through latitude until further recommendations are received. The rv lead remains in service. There is not yet information regarding the rv lead model/serial number at this time. No adverse patient effects were reported. Upon review of the device data by technical services (ts) it was noted that the device has issued three red alerts related to out of range shock impedance measurements. The general trend of the shock impedance is very steadily increasing along the past months. In addition, it is suspected that the reason behind the impedance increase may be clinical related, as there are no other signs like noise observed. Further advice and troubleshooting recommendations were provided by ts. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a trend of increased shock impedance to the point of being out of range, which led to a red alert. The device data was sent to technical services (ts) for analysis and advice. Reportedly, the shock impedance has increased gradually over time and it is consistently high. It is suspected by the physician that the cause of the high shock impedance is due to fibrosis. The patient will continue to be monitored through latitude until further recommendations are received. The rv lead remains in service. There is not yet information regarding the rv lead model/serial number at this time. No adverse patient effects were reported. Upon review of the device data by technical services (ts) it was noted that the device has issued three red alerts related to out of range shock impedance measurements. The general trend of the shock impedance is very steadily increasing along the past months. In addition, it is suspected that the reason behind the impedance increase may be clinical related, as there are no other signs like noise observed. Further advice and troubleshooting recommendations were provided by ts. The rv lead model/serial number was provided and it remains in service. No adverse patient effects were reported.